Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited undersensing and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.